Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had repeated 'replace backup battery' alarms and a system controller exchange was performed. Log files were submitted for review and captured backup battery (ebb) faults on (B)(6) 2024 due to the ebb failing the load test. The log file also captured a no external power alarm and a low power hazard while connected to the mobile power unit (mpu) which was caused by power to the mpu being briefly interrupted. The patient was in bed trying to sleep but was unable to due to alarms.

Manufacturer narrative:
Section d1: brand name: corrected section d4: catalog number and UDI: corrected manufacturer's investigation conclusion: the reported event of no external power and low power hazard alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 5 days (26apr2024 ¿ 29apr2024, 06may2024 per timestamp). On 29apr2024 at 2:35:57, while connected to the mobile power unit (mpu), low power hazard and power cable disconnect alarms activated due to a loss of alternating current (ac) power. The alarms transitioned into no external power alarms at 2:36:04. The event resolved at 2:36:13 when external power was restored to the mpu. The backup battery was able to provide support to the system as intended. Pump operation was not affected. The heartmate mobile power unit (serial number: mpu-32412) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (section 3 ¿powering the system¿) addresses how to properly set up and switch between all power sources, including the mobile power unit. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.